Event description:
Journal article received: intramedullary fixation of intertrochanteric fractures with the proximal femoral nail (pfn). Orthop traumatol, 2003: 15: 20-37.: authors: akhil p. Verheyden and christoph josten. This article does mention synthes devices, please see attached article. This study was done between january 1, 1996 and march 31, 1999 with 231 patients implanted with the ffn system. The study shows the technique used, intra- operative and post-operative complications, and late complications. Intro-operative complications: three inadequate reductions resulting in a revision: one antirotation screw was inserted too deep requiring removal through the fracture gap. Post-operative complications reported: twelve patients died while in the hospital: one femoral fracture; osteoporotic bedridden patient fell out of bed: three patients the implant broke; cause in all 3 was inadequate reduction and suboptimal placement of the neck screw in the neck/head fragment: 14 patients developed a hematoma or seroma; if the sonagraphically confirmed thickness of the fluid collection exceeded 1 cm, a revision was done: three deep infections; healed after implant removal: one deep infection with loosening requiring a girdlestone procedure. Late complications reported: nine patients the antirotation screw migrated; 8 times backing out laterally,1 migrating medially onto the joint: 2 cases of late abscess formation. This complaint is on the intra-operative 3 deep infections; patients healed after implant removal. (Antirotational screw) this is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Mean age: 78.1 years. Pt sex: 74.2% woman: 25.8% men. Date of event: 2003. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis. Placeholder.